Event description:
It has been reported to philips that, system could not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start. Upon further inspection, the fse found that the internal software error and ippc software crush. The fse reinstalled system and restored the configurations. After reinstalled system and restored the configurations, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.